Event description:
Philips received a complaint regarding the heartstart mrx, indicating that the operational check failed. There was reportedly no patient involvement. The fse evaluated the device on-site and determined that the ECG failure occurred during the run test. The measurement module ECG+spo2 will be replaced to resolve the issue. Spare parts were brought in to address the issue, and after the replacement, the machine started functioning normally. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.